Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that water entered the scope connector during user handling. Due to this flooding, an abnormality occurred in the electronic parts inside the scope connector, and an error message was displayed temporarily. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image". 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and a e216 error code was displayed when the scope was connected to the stack system. An e315 error was not displayed. The plug body was dismantled and the moisture indicator was triggered after contact with fluid/moisture. Fluid was evident throughout the plug body and fluid droplets were evident. Also, evaluation found the light cover glasses were cracked, the distal end adhesive was pitted, the scope connector had water ingress, and the electrical safety test did not meet specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message on the screen when plugged during reprocessing. The scope had not been used since it was returned from a recent repair. The error occurred every time the scope was plugged in. A similar scope was used to complete the procedure. There was no reported patient harm or impact due to this event.